Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of life (eol) message and it is unknown if the device depleted prematurely. Patient still has therapy. Surgical intervention is planned to address the issue.